Event description:
Laryngoscope handle broke at the head during intubation. The handle came in contact with patient's gum, causing bleeding from a minor injury.this device, in our opinion, is of a poor design. The press fitting of the handle with the head of the device is not substantial enough to deal with the leverage and torque that is presented during use. This failure could have caused major damage to the patient.